Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd¿ blunt fill needle there was a defective needle. It was not used on a patient. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: two samples were returned to the (B)(4) plant for evaluation. One was still sealed, and no issues were observed. The open needle had a significant amount of epoxy on the cannula therefore failure mode was verified. Probable root causes: the rack of needles fell against another rack coming in contact with uncured epoxy. (Most likely in view of the note in the DHR regarding a roll up.) A misassembled needle with uncured epoxy came into contact with the needles in question during assembly. Epoxy contaminated the caterpillar belts on the assembly line and transferred to the cannula. Two assembly batches were used in this packaged order. DHR review for batch 7142844 had no issues documented. DHR review for batch 7178941 had a note for the line being down while a large roll-up was being cleared. A roll-up is when racks of needles fall over and pile up. The racks have to be picked up, stripped of product, and wiped clean of uncured epoxy. No quality notifications were written for this batch, not for the associated assembly batches. Conclusions: here are the things we've done to improve epoxy splatters and drip overs: re-trained operators in regards to inspecting for epoxy drip overs and identify epoxy issues modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues.